Manufacturer narrative:
Investigation in process.

Event description:
It was reported that the patient had an initial right total knee arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2015 to replace patella and a total revision on (B)(6) 2016 due to unknown reasons. (This complaint is for the total revision. Tmt components) tm cr monoblock tibia (p/n: 00-5886-044-10, l/n: 61128815)

Manufacturer narrative:
The tm cr monoblock tibia was identified through the distributer¿s records. It was manufactured, inspected and packaged within established process specifications. It was found to be compatible with the femoral component that was implanted. The device was implanted for approximately 6 ½ years prior to being revised for an unknown reason. The device was not returned for this investigation so it¿s condition remains unknown. As a result of the limited information that was provided, this investigation by product development is considered closed at this time. Should additional information become available, this investigation may be re-opened.